Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient had pain following stage 2 of ankle reconstruction- fusion to total ankle arthorplasty. The patient underwent a revision surgery to remove the device.